Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter, translated from swedish to english: the department's supply manager receives an email from distributor mediq that bd has identified specific batches of stand-alone texium components that may leak during use. Risk of exposure to dangerous medication, underdosing of medication. Additional information received from the customer: was patient or user harmed? If yes, please explain. No patient or user was harmed. Please confirm how the fault was identified? Via mail to responsible nurse. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? After information via mail all the product were taking out of use so we have not identified any faults. Please confirm the make and model of the connecting product(s)? Texium adapter please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? We have not seen any visible damage on the product. Please confirm the exact location of the reported fault, was it leakage at the connection to external products or within the connector itself? We have not noticed any damage.

Manufacturer narrative:
Investigation result: (B)(4) samples were received in sealed packaging from lot 24115004. The customer reported that "supply manager on the ward receives email from distributor mediq that bd identified specific lots of stand-alone texium components that may leak during use. Risk of exposure to dangerous drug, underdosage of drug." Seven returned samples were selected at random; a visual inspection of those samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. They were then subjected to leakage testing by occluding the texium with a stopcock from bd stock, and flushing with syringes; five of the samples did not experience any leakage, however leakage of air was observed between the texium and stopcock on two of the returned samples. No leakage was observed from the leaking texium connector's when there was no connecting device connected to the male luer adaptor (i.e. Not activated). The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the leakage was likely due to an asymmetry inside of the male luer body leading to an incomplete seal when activated. A review of the production records for lot 24115004 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of this finding, bd has issued a field safety corrective action (mds-25-5257) for the affected products in the market in order to minimise risk associated with leakage. Furthermore bd have reworked the mould tool to mitigate the leakage reported, as well as having implemented an enhanced inspection process of texium product to ensure distribution of unaffected product to the market could resume. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 product in the past 12 months.

Event description:
No additional information.